Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the unit declared an error proximal pressure sensor auto failed. There was no patient involvement.

Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 26apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit declared an error proximal pressure sensor auto zero failed. The fse replaced solenoids 3 and 4 and the issue was resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.